Manufacturer narrative:
Insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error alarm noted during testing. However, pump error alarm confirmed in the pump history due to cold solder joint on keypad assembly. Unit was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in daily summary screen. The insulin pump was received with minor scratched lcd window, cracked select button keypad overlay and faded serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed a pump error. The customer's blood glucose was unknown at the time of incident. It was reported that the pump error alarm was cleared and was able to complete prime process. The insulin pump will be returned for analysis.